Event description:
It was reported that noise on a and v channels was observed. The patient will wear an ICD vest until lead replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.